Event description:
The customer reported that her insulin pump was not working. The insulin pump alarmed unexpected restart. The insulin pump rewound very slowly and it took an hour for the insulin pump to rewind. Customer's blood glucose level was not reported. The customer had not used her insulin pump for years. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.